Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the pump alarmed for replace battery more than 3 times since two months ago. It was reported that the battery type was correct and matched the battery setting in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find the reported replace battery warnings. Review of black box data found multiple incidences of partially discharged batteries being installed. The pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The electrical draw readings were within specifications. Pump casing was opened and no evidence of moisture or loose components was found inside the pump. The reported power issue was not verified in the black box or duplicated in the investigation.